Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. A review of the event history log showed an occurrences of pump being tuned on with high pressure alarm messages after start up. The investigation was unable to duplicate the reported issue. It was recommended that the downstream occlusion sensor be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was continuously beeping. No adverse patient effects were reported.